Event description:
A malfunction was reported with a pump, specifically a malfunction with the code 16-0x20e6, occurring in denmark. There is no information regarding the customer¿s blood glucose level at the time of the event, and it was unknown or declined whether the level exceeded 500 mg/dl. The pump, which was still under warranty, was reset by the caller within the past 24 hours and subsequently replaced. The customer confirmed the shipping address and received instructions for returning the problematic pump to tandem using a pre-paid label and return box. Customer did not disclose the type of backup therapy to be used during the interim.